Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 381 mg/dl at the time of the incident. The customer was at 20 mg/dl at the time the paramedics arrived. The customer used manual injections to treat the highs. The customer experienced symptoms such as a diabetic seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated that they tried something that ended up putting them in the hospital. The insulin pump will not be returned for analysis.